Event description:
Pt in the micu was being monitored with a pulse oximeter which registered an sao2 of 100%. After changing the probe the pulse oximeter registered 78%. An arterial blood gas was then drawn then showed ph 7.40, paco2 29, and 73% sat. The pulse oximeter probe was sent to clinical engineering. Ventilator settings were increased to bring sao2 into normal range. The clinical engineering department found the probe to meet specifications for function and safety. They could not find any reason for the false reading of 100% when the pt's saturation was 55%.